Manufacturer narrative:
Service history review: part no. 314.02, serial/lot no: 2161/xxx2161: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the handle was broken off. The repair technician reported the handle broke off and was missing, and the shaft had a slight bend so it was no longer straight. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the driver shaft was returned without the handle. The cross-pin was found to be bent distally which is consistent with the application of excessive downward force on the instrument. The failure mode is consistent with wear and tear of a multiuse instrument. Per the technique guide, this screwdriver is part of the small fragment instruments and used across various plating procedures and in end cap insertion/removal for select solid humeral nail endcaps. It is used to insert screws with a 2.5 mm hex recess. The returned screwdriver shaft was received showing significant use and both the handle and the holding sleeve were not returned. The cross-pin was found to be bent distally which is consistent with the application of excessive downward force on the instrument. The failure mode is consistent with wear and tear of a multiuse instrument. A review of the design drawings was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. Given the location of the etchings, the device is determined to have been manufactured prior to april, 1997. Thus, the device is over 18 years old and, therefore, the most probable root cause is the age and maintenance of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no. 314.02, lot no. Unknown: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported documented that the handle of the screwdriver was cracked after wash and while looking at it the handle, it fell apart. There was no surgery or patient involved. This is report 1 of 1 for (B)(4).